Event description:
The account alleges that the patient was evaluated and treated for cad. Post pci procedure, the patient complained of left arm weakness and was positively diagnosed with an embolic stroke in recovery unit. The patient was successfully treated and discharged to home with loss of peripheral vision and weakness in the arm.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint could not be confirmed. No definitive root cause could be determined. A search of the complaint database found three similar complaint for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.